Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 455 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and moderate ketones. Patient initially went to the emergency room (ER), where the pod continued to be worn and patient received intravenous fluids; she was released from the ER 4 hours later. Patient went home and continued to vomit all through the night, so she returned the hospital the following day and was admitted to the intensive care unit (ICU). The pod was removed and patient was treated with fluids and insulin, both were delivered intravenously. Testing and chest x-rays were also performed. The patient was released after spending 2 nights and 3 days in the hospital.